Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description: patient receiving naphos, multiple bubbles pump alarming every 5-10mins with champagne bubbles. User followed instructions with priming 5cc to remove bubbles but didn't work, done twice before taking line out of pump to rid line of bubbles. Once infusion restarted alarm for air bubbles continued due to champagne bubbles, this happened multiple times and bag primed multiple times. Pump changed too with no success. Bag hung at 0710 and finished by 1030, significantly under the 6 hours setting. No injury reported.